Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 500 mg/dl. The customer was in the hospital at the time of the call, and the caller requested a replacement insulin pump as the customer continues to experience high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.